Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 5.77mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the mega suturecut needle driver was broken but not additional information was provided. There was no report of patient involvement or no reported injury.